Manufacturer narrative:
(B)(4). Date sent: 4/26/2024 d4 batch #: unknown additional information was requested and the following was obtained: the jaws was damaged and fell at its root, but no piece was left in the patient. There was no bleeding or tissue damage, and no additional treatment was performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during open pediatric hernia repair, the jaws were broken when the device cut hard tissue. The device was used as usual. Another device was used to complete the case. No further information is available.